Event description:
It was reported by service report that the cpu board needed to be replaced. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusions: parts on order and customer to complete repair once parts received.